Event description:
Reported by the complainant as follows: complaint about the quality of cuff: "it is not soft as before and cuff to shaft transition (on sleeve area of et-tube have a sharp edge) also it is not smooth as before." "Because of sharp transition on the sleeve area, on every extubation they saw blood on the edge on sleeve area and also on shaft of tube. They also said the tube has sharp edge on sleeve area than before due to the plastic of cuff is thicker than before; and these two points cause serious post-operative problem." "They have compared the complained et-tube (label - unomedical) with old et-tube (label - (B)(4)) and we have found the difference of thickness of cuff and sharp edge on transition on sleeve area on these tubes." Since the case was received, numerous attempts have been made to get additional information and clarifying details regarding this complaint. On (B)(6) 2011, case originator responded via e-mail stating they were not able to get the response back from the customer in (B)(6) due to the flooding in the area and the people in the area are not able to go to work. On (B)(6) 2011, further limited information was provided by the case originator. The event is deemed serious as it was reported that bleeding occurred on extubation. The sequence of events that followed are unknown as is the current status of the patient. From a clinical perspective, a causal relation between the ett and this event is deemed possible because a lack of information prevents ruling out the causality. (B)(4).